Event description:
Filshie clip malfunctioned during application to right fallopian tube. Distal portion of applier broke off with gentle expected pressure from md. All parts accounted for and x-ray taken to rule out retained foreign body.